Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported an aggression of the patient that caused a violent impact, leading to prosthesis fracture and implants mobility and the implants at tooth sites 16 and 17 were removed. When the doctor removed the implants, they came out very easily, and he believe that the relatively strong impact caused a sort of condensation of the bone tissue. There was a breakage of the connection screws, and the two crowns were joined together. The impact was violent, and the patient was hospitalized. This report refers to the implant mobility.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zimvie received one (1) tsvmb10, (imp,tsv,mcol mg,3.7mm,10m) for evaluation. Visual evaluation was performed; the implant has signs of use with debris on its internal and external threads. There was a portion of a fractured screw stuck inside the implant. There was no additional damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1273162. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273162 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: ¿dental: medical: other¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factors (i.e. Patient conditions). Therefore, based on the available information, an implant malfunction did not occur. The reported event (impact/shock ¿ assault) was non-verifiable with all the information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot: 1273162. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported an aggression of the patient that caused a violent impact, leading to prosthesis fracture and implants mobility and the implants were removed.